Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. The manufacturer¿s service technician confirmed the reported issue of a noisy fan. The manufacturer¿s service technician replaced the blower assembly to address the reported problem.

Event description:
The customer reported a ventilator with a noisy fan. There was no patient involvement.